Event description:
It was reported that the patient used to have stimulation in her lower back and upper part of her legs. The patient's system was replaced in (B)(6) 2011 and following the replacement the system "had not worked." The patient stated that the stimulation was in her leg and foot, mainly on her right side, and she had not been able to get it straightened out. The patient also stated that stimulation felt different, and she wanted a "pulse" instead of a "hum sensation." It was noted that when stimulation was on the patient felt like her right leg was going to give out. The patient planned to have the system reprogrammed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3487a, lot# l46173, implanted: (B)(6) 1997, explanted: na: extension: model 748925, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Programmer: model 7434-e, serial# (B)(4).